Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for eval. A root cause has not been identified. (B)(4).

Event description:
Surgeon reported that trocars were leaking during surgeries. The valves were not working properly. The event occurred during an unspecified number of procedures. No pt impact was reported.